Event description:
The customer reported that the system displayed an image quality error message. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the image intensifier and adjusted the system. The unit operates as intended.